Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product.

Event description:
Patient reported left side implant exchange due to concern with textured product, that they "have symptoms of alcl and will be going in for testing" and "fluid." Device remains implanted.